Manufacturer narrative:
(B)(4). The explanted devices was not returned to bsn.

Event description:
A report was received that the patient was having difficulty charging the ipg since it was too deep. It was also reported that the ipg was kind of moving and sinking deeper. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.